Event description:
Technical services received a call on (B)(6) 2011 from sales rep. Patient presented with noise on the fidelis lead. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).